Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name micra product ID mc1vr01-delsys (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant that after measurements were taken and before the tether was cut there was high resistance felt on both sides. The leadless implantable pulse generator (ipg) and delivery system were attempted/not used and replaced with a second leadless ipg. During placement of the second leadless ipg the pull test was performed and two tines were opening. The tether was cut and the leadless ipg flipped and exhibited no capture. The replacement leadless ipg was recaptured using a snare. The replacement ipg was attempted/not used and replaced with a transvenous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra vr] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: yes, return date: 12-dec-2024 h3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system stability member was kinked/buckled. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The stability member was kink/buckled at the distal end of the delivery system handle. The tether could not be analyzed as it was not returned with the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.